Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not functioning properly. A revision surgery was performed and it was confirmed that the cause of the device malfunction was fluid loss, there was no fluid left in the system. The location of the fluid leak was not determined. There were no patient complications in relation to this event.